Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during the closure cranial surgery, an unknown plate broke and a screw broke into fragments. Since the plate broke and the screw broke into fragments the surgery was delayed by ten minutes. The screw fragments were retrieved and the patient was not impacted. Another screw and plate were available for use during the surgery. This report is for an unknown plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown plate/unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.